Event description:
A patient was having a blood draw with the use of a bd vacutainer push button blood collection set. The blue 23g x3/4"x12" blue butterfly needle. Upon completion of the blood draw, staff activated the safety sheath and had blood splatter all over her hands and the patients bed. No significant exposure. Upon closer inspection, the hard plastic container that the needle retracts into shattered causing the blood from inside the container to splatter. The needle remained inside the container. No patient or staff harm.